Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04468. It was reported the pt had experienced heating while using the charging system to recharge the ipg. It was reported the pt had not experience heating other than with recharging. A replacement charging system was sent to the pt. F/u found the pt had rec'd the new charging system, and use the new device w/o experiencing heating. The pt was asked to contact sjm with any further issues.

Manufacturer narrative:
This charger model was associated with a field correction. MFR's eval: corrective and preventive action (CAPA) investigation was performed. Results: pocket heating was confirmed. The investigation for (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.